Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump indicated a remaining infusion volume of 9.1 ml despite the bag appearing empty, exceeding 6% of the total volume. The pump generated an error message stating ¿no disposable, pump won¿t run,¿ and appeared empty to the nurse. Additionally, the volume of medication remaining in the cassette or bag did not correspond with the reservoir volume displayed on the pump, and no attempt was made to withdraw any residual medication. The incident occurred during infusion, involved the patient, and resulted in no reported harm.